Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported wire breakage on the involved device. Follow up communication with the user facility confirmed the following information: the wire unraveled on the 6fr. Device; and the patient was not harmed.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. The mini guidewire was visually inspected and revealed an unraveled guidewire. The outer coil of the wire started to unravel from the inner core. The wire od was measured and confirmed to meet manufacturing specification. An evaluation of the retention samples from the reported product code/lot# combination as well as the surrounding lots was conducted. There were no visual anomalies noted during visual evaluation. In addition, dimensional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with a wire that met resistance, and was subjected to additional pushing and pulling forces. The device labeling does address the potential for such an event in the instructions-for-use, which states the following: "advance the mini guidewire slow. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.